Event description:
It was reported from (B)(6) that during an unspecified surgical procedure to treat epilepsy it was observed that the drill bit broke of while drilling the skull. It was reported that the skull was hardened due to the epilepsy and the drilling had been performed at a slanted angle. It was reported that there was no delay in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Reporter's phone number: was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI ¿ (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the drill bit device and the reported condition that the device broke during drilling was confirmed. An assessment of the external features of the cutter was performed and it was observed that the tip of the cutter was broken. The cutter was examined using 28x magnification. Based on the photographs taken the angle indicate that there was excessive force applied. Additionally, the thickness of the cutter was measured and found to be within specification. The root cause of the customer¿s complaint that ¿cutters broke¿ was excessive lateral or side to side force. The assignable root cause was determined to be improper handling, which is user error. Correction: d9: the date returned to manufacturer was documented as april 4, 2022 on the initial report. This date has been updated to may18, 2022.